Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 22.5-23.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and a rv conductor melted and separated at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that low, out of range, high voltage lead impedance was observed on the rv lead as the patient was experiencing vt. Lead was explanted and replaced. Patient is well post-procedure.